Event description:
A pt reported that the meter had an issue with one of the buttons on the meter. The 'c' button is stuck. Also, when turning the meter on, it sometimes goes into the spanish language. Pt has been feeling ill and has had to go to the emergency room recently, but pt's spouse is not sure if this was because of the meter or something with the pt. The issue with the meters were not resolved. No further info has been reported.